Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Log review showed that the device responded to cgm input as intended. Multiple instances of low cgm readings were detected, prompting reduced insulin delivery or pausing. No motor or dosing anomalies were identified. The dexcom g6 sensor was in use, and multiple low readings followed insulin delivery based on cgm input. Based on available information, there is no indication of device malfunction. The event appears to have resulted from cgm variability contributing to inappropriate insulin dosing decisions.

Event description:
On 16-jun-2025, the user reported experiencing a low blood glucose (bg) event of 43mg/dl on 15-jun-2025. The user became incapacitated, so the user's spouse administered a glucagon injection. The user stated that bg stabilized within 30 minutes.